Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Concomitant medical products; item# 110024467 g7 dual mobility liner 54mm I lot# 956040; item# p0206c28 cocr hd sht nk 28 -3.5mm 12/14 lot# j6155853; item# unknown, unknown stem lot# unknown; item# unknown , unknown g7 cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00302.

Event description:
It was reported that patient underwent revision approximately 4 months after initial implantation due to multiple dislocations. Attempts were made to obtain additional information; however, none is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.